Event description:
It was reported that the orginal procedure was in 2000, pt was returned to surgery for intercostal bleeding vessel. The surgeon had to switch to the blade trocar. Facility was told that this procedure the pt had intercostal vessel bleeding due to trocar injury. The pt had to be re operated on to stop post op bleeding. 4 days later attempted to contact md. Number provided was incorrect. Msg left for rep to provide correct md phone number.